Event description:
It was reported that during the implant trial, surgeon used the poly insert impacter on the trial poly. The trial poly broke in two pieces. No pieces were left inside the patient and no harm was caused to the patient.

Manufacturer narrative:
The reported device, intended for use for treatment, was returned for evaluation but discarded. Visual inspection of the returned device confirmed the trial poly cracked and broke in the thin section upon impacting into the tibial trial tray. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified a prior similar event. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placement and removal of the poly trial. The user is instructed to follow the tibia first: implant planning and placement guidelines when going through this process. The poly insert trial is designed to engage with the tibial trial when placed in the patient's anatomy and prevents any catching from respective geometries. The user's manual provides detailed instructions for placing the poly trial. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the user impacting the poly trial causing the thin section to break. Poly trials are designed to drop into the tibial tray with no force. Subsequent changes to improve the design included removing snap features and adding a chamber to allow the trials to be inserted easily into the tibial trays by hand to make the poly trial stronger and more able to withstand impact.